Event description:
Reporter alleges the pt's implant (left greater than right) has progressive increase in pain locally, systemic complaints, arthralgias, myalgias, fatigue, headaches, neurocognitive problems, dry eyes, hair loss, rashes, shortness of breath, hypothyroidism, pvc's gastrointestinal/genitourinary problems, menstrual problems, some calcium in capsules with no history of trauma and marked bleed upon removal without moderate histocytes in capsule.